Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50mm abdominal aortic aneurysm. It was reported that the patient presented emergently approximately seven years later and it was observed that aneurysm rupture had occurred due to a type iiib endoleak from a fabric tear at the flow divider of the main body stent graft. It was noted that the stent graft fabric was damaged by the bare stent at the edge of the contralateral limb forming a hole. Emergency laparotomy was performed with explant of the endurant device and implant of a blood vessel prosthesis. It was confirmed that the patient expired 20 days later due to intestinal ischemia. As per the physician, the cause of the event was related to the durability of the stent graft. No additional clinical sequelae were reported.